Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 71 mg/dl. After troubleshooting, display screen did not return and self test was complete. Customer was advised that battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.